Event description:
It was reported that the customer had been taken by the ambulance last night, and the insulin pump was not functioning properly. The caller stated that the device gave her too much insulin. Reviewed the bolus history and found that the bolus wizard was used to correct 35 carbohydrates and her glucose reading was 319 mg/dl. The husband stated that in the early hour of the afternoon the customer received a no delivery alarm, and she gave herself 16.0 units of insulin. The bolus history showed one manual bolus of 4.0 units, and two minutes later another manual bolus of 16.4 units. Explained the caller that the "no" delivery alarm is to alert the customer when the flow of insulin is interrupted. Troubleshooting was performed. The customer's most recent glucose reading was 157 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.